Manufacturer narrative:
The suction valve was returned to olympus for evaluation. The evaluation did not confirm the proximal end of the suction valve damaged. A visual inspection was performed and found the main body broken and separating from the section that connects to the suction tube. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector and due to mishandling. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed about the out of box failure with one maj-209. There was no patient injury reported.